Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify battery out limit alarm and unexpected battery power loss due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed battery out limit, off no power without low battery alert and blank display. The customer's blood glucose level was 7.9 mmol/l at the time of incident. The caller reported the insulin pump died without warning and after attempting to replace the battery 3 times, they had to reset the insulin pump. The customer did troubleshoot the issues and was unable to clear the alarms. The insulin pump will be returned for analysis.